Event description:
It was further reported that the reason for loss of capture was that the rv lead had dislodged. The lead was repositioned and remains in use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain and loss of capture on the right ventricular (rv) lead. It was noted that the rv lead had high thresholds since implant; however, the physician accepted the high thresholds due to the patient being elderly. It was also reported that the patient experienced diaphragmatic stimulation since implant. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.